Event description:
It was reported the implantable cardioverter defibrillator was checked while in the packaging. The device was unable to be interrogated after multiple attempts at different positions of the packaging. The device was moved away from the metal table but was still unable to be interrogated. The programmer used was able to interrogate other devices without any issues. The reported device was not used for implant.